Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to systemic infection. The patient was given antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to systemic infection. The patient was given antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information from the company field representative indicated that the pacemaker remains in service at the time when the systemic infection occurred. At a later date, the device was then explanted due to therapy upgrade/downgrade. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental is being filed to capture the correct the explant date.